Manufacturer narrative:
Stryker evaluated the customer's device and found the modem cable was damaged. Review of the software logs verified the device experienced unexpected shutdown. The modem cable was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.